Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer states that the seat has cracked on the left side of the chair.